Manufacturer narrative:
Patient age was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and unique identifier (UDI) are unknown. Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. During a clinical visit on (B)(6) 2018, system log files were submitted for review. The manufacturer¿s technical service representative reviewed the submitted log files and observed a no external power event which occurred on (B)(6) 2018. After further investigation, it was undetermined how the event occurred.

Manufacturer narrative:
The patient¿s date of birth was requested but not provided. The incorrect date was reported within the initial medwatch report. The reported no external power event was confirmed through evaluation of the submitted log file. A no external power event was captured on (B)(6) 2018 4:07am. The system showed connection to the mobile power unit (mpu) prior to this event. Although a specific cause could not be conclusively determined, this event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system operated on the system controller internal backup battery during the event. The no external power event was resolved upon reconnection to external power. No interruptions in device therapy was observed and the system operated above the low speed limit for the duration of the log file. Despite requests, no further information was provided. Technical services communicated to the account that an mpu locking ac power cord available upon request. The hmii IFU explains all alarms related to the mpu and how to troubleshoot them. It also explains that the system must be connected to the power module when sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.